Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, prior to use in a percutaneous mitral repair, a safe-t-j amplatz extra-stiff support wire guide unraveled. The user noticed that the spring coil of the wire guide was unraveled and the inner mandril was exposed upon opening the packaging of the device. The device did not make patient contact. Another similar device was used for the procedure. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, documentation, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. With current information, it was most likely that the wire was inadvertently damaged during either shipping or storage. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use in a percutaneous mitral repair, a safe-t-j amplatz extra-stiff support wire guide unraveled. The user noticed that the spring coil of the wire guide was unraveled and the inner mandril was exposed upon opening the packaging of the device. The device did not make patient contact. Another similar device was used for the procedure.